Event description:
Livanova deutschland received a report about alarm "arterial clamp defective" appeared on an essenz cockpit, related to the essenz arterial clamp. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the arterial clamp - ac arm short (500mm). A field service engineer dispatched onsite confirmed the event; even if changing connection ports, clamp continued to give the same error. The device was therefore opened and dirt and loose screw were found inside. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.